Event description:
It was reported though remote transmission that non-sustained rv oversensing was observed due to post-paced t-wave oversensing on the right ventricular channel. Patient was asymptomatic and did not receive therapy during the oversensing. Programming changes were discussed. No further information was provided.

Event description:
New information states that the device was reprogrammed. The patient was stable.